Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 6-jan-2021 indicating that the event did not occur while in use with a patient. It occurred during in-house testing facility. No patient was involved in this event. Device evaluation completion date: (B)(6) 2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue was able to be duplicated. It was noted that corrupted software, incomplete software upgrade attempt process were the causes of the reported issue. Service correctly installed/reloaded required software, advised customer to follow proper instructions on steps on how to upgrade/update the device. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump displayed a red screen during software upgrade. No adverse effects were reported.